Event description:
It was reported that air bubbles were visible. During a cardiac ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Despite attempts to aspirate and flush, bubbles persisted. Consequently, the sheath was replaced, and the procedure was successfully completed without any patient complications. The device is not expected to be returned as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.